Event description:
Rptr alleged obtaining a blood glucose result of 370 mg/dl on his advantage system compared to the doctors' measurement of 90 mg/dl when testing was performed within 5 mins. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.